Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer states right leg rest will not go down. He said the shaft got bent but was not sure how it got bent. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.